Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right drive wheel is in at the top, and the left anti tipper has physical damage.